Event description:
Boston scientific received information that during a change-out procedure high, out-of-range (oor), shock lead impedances were obtained when painless commanded impedance testing was done on this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) system. Readings of >125 ohms in the triad configuration were obtained but impedance was within range in other vectors.. Defibrillation threshold (dft) testing was done in the triad configuration and results were within normal range. At this time, both this rv lead and crt-d remain in service and the programmed shock configuration remains in triad. There were no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.